Event description:
Allegations of capsular abnormalities and contracture, fatigue, chest pain, scarring, joint problems and other unspecified injuries. Upon removal implants were sticky and outer lumen of one implant was empty.